Manufacturer narrative:
(B)(4): not happy with vision. Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The pt reported the surgeon implanted a micl 13.2 mm implantable collamer lens in the left eye on (B)(6) 2011. The pt was severely nearsighted before the surgery and is not happy with her vision after the surgery. The doctor's office was contacted and further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available. See MFR #: 2023826-2011-00661 for right eye.